Event description:
Pt reports continuous nausea since she underwent the essure procedure on (B) (6) 2008. Pt had a nickel allergy test performed by an allergist and result was positive for nickel allergy. Allergist states that he/she believes pt's nausea is a systemic reaction to the nickel contained in the essure micro-insert and will need to take prednisone indefinitely or have micro-inserts removed.